Event description:
"Sensing problem, noise has presented on the lead, leading to false reports of at/af. New atrial lead was placed, and existing atrial lead was capped. The lead was manufactured by st. Jude. Mpxr report #(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).